Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3, h6 the following sections were corrected: g3, h6 MDR section codes updated/corrected: b, c, d, e, g the reason for the revision reported cannot be confirmed from the information provided, but may be the result of prosthesis wear, and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6; health effect - clinical code.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b, e the reason for the revision reported cannot be confirmed from the information provided, but may be the result of prosthesis wear, and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this 73 y/o female patient's left knee was revised due to wear. The original implanted cr poly insert showed signs of wear on x-ray. The affected poly was removed and revised to a crc size 2, 9mm component. Patient was last known to be in stable condition following the event. Devices are not returning, unable to obtain from facility.

Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): (B)(6) 200-02-32 - three peg patella 32mm. Serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 4046821 02-010-03-0220 - logic cr femoral cem, left sz 2. 4085570 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6. The reason for the revision reported cannot be confirmed from the information provided, but may be the result of prosthesis wear, and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.